Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing pulled out of the cannula at the site while the patient was sitting and preparing for bed, when it happened for the first time. He also stated that when he saw at the end of the tubing it had a little ring and it did not appear to be broken but looked liked it was pulled out. Patient's blood glucose level at the time of this incident was 123 mg/dl and the patient changed the infusion set. The site location was right abdomen, three inches from the belly button and pump was hanging from his neck. The infusion had been in use for two days and the infusions were stored in the house at room temperature. There was stress or pull on the tubing due to the pump hanging from his neck and the pump was not dropped with the set connected to the patient's body. Patient's blood glucose level at the time of this report was 251 mg/dl. No further information available.